Manufacturer narrative:
The handpiece was received at the MFR for eval, but the reported condition of the device smoking during usage could not be duplicated because the device no longer had power. Based on investigation details, a possible cause for the smoking was a corroded motor, rotor, press plug, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began smoking during a bunionectomy. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.